Event description:
It was reported that this pacemaker system was unable to be interrogated with a programmer. The health care professional (hcp) called technical services (ts) noting programmer would not read the compatible device and requested troubleshooting efforts. Ts reviewed the programmer settings and determined cause to be due to a programmer software issue. Troubleshooting efforts were attempted but were unsuccessful. Ts discussed possible next steps with the hcp and recommended the local field representative to be contacted for further assistance. At this time, the programmer and pacemaker remain in service. No adverse patient effects were reported.